Event description:
Lead removal case to remove a recalled riata 1581-60 lead that was delivering inappropriate shocks. A 12fr glidelight was used with a visisheath (s) to remove the ra lead (1688tc-52) without difficulty. A 16fr glidelight with a visisheath (l) were used on the rv lead (1581-60); however, during the extraction the blood pressure dropped and the CT surgeon was called into the room. After performing a sternotomy, a tear at the svc/ra junction was discovered and repaired. Patient survived the intervention and the lead extraction was completed during the repair.